Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer had low blood glucose value. Customer¿s blood glucose value was 46 mg/dl. Customer treated with food and glucose tablets. Customer became sweaty, hot, confused and had cognitive changes. Customer alleged the insulin pump of over delivery. Customer was not using auto mode. Insulin pump will be and reservoir will not be returned for analysis.